Manufacturer narrative:
All available information was investigated, and the reported clip opening not be replicated in a testing environment due to the returned condition of the device (components were not returned) via returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported clip opening cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had a dilated left atrium. The clip delivery system (cds) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. A new cds was used to complete the procedure. One clip was implanted reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.